Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the vasoview hemopro 2, the pa notice that part of the jaws (insulation) was coming apart. It did not completely detach. No parts fell into patient that had to be retrieved. Item was removed at the first sign of defect. They stopped and opened a new kit to finish the case. No harm to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 through feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device (10 /13/22). The device was returned to the factory for evaluation on 03/25/2022. An investigation was conducted on 04/05/2022. A visual inspection was conducted. Signs of clinical use evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled off the jaw from the middle of the jaw to the tip, exposing the metal portion of the cold jaw. The peeled cold jaw insulation was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed as well as for the analyzed failure "material twisted/ bent wire".

Event description:
N/a.